Manufacturer narrative:
The sample was submitted for investigation. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the information provided, a general reagent issue can be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and ft3 - free triiodothyronine (ft3 iii). The customer provided the patient sample for investigation. Of the data provided, erroneous ft3 iii and tsh results were identified between the customer's e602 analyzer, a centaur analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. The date of tests performed at the customer site is not known. It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with (B)(6) for information on the tsh erroneous results. Refer to the attachment to the medwatch for patient results. No adverse event was reported. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site was 185694 with an expiration date of 05/31/2016. The serial number for the customer's e602 analyzer is not known.